Event description:
The pre-repair temperature test results of the indigo attachment after one minute were 81 fahrenheit (angle), 80 fahrenheit (base) and 79 fahrenheit (distal bearing). All the temperatures recorded were less than 118 fahrenheit. Therefore, this no longer meets the reporting criteria.

Manufacturer narrative:
H3: product analysis found that the customer´s reason for return hasn´t been confirmed. The pre-repair temperature test results after one minute were 81 fahrenheit (angle), 80 fahrenheit (base) and 79 fahrenheit (distal bearing). The device runs rough, the tube was scored, the output drive shaft was worn and the laser markings were faded. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6: previously applied codes fdm b17 <(>&<)> fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the indigo attachment was overheating and was noisy. There was no patient impact.